Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that while snaring the dislodged non-abbott stent the snare device interacted with the guide wire tip resulting in the reported tip detachment. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was a percutaneous intervention treating a tortuous renal artery. A balance middle weight (bmw) guide wire was advanced to the renal artery with no unusual resistance for a renal procedure. While the bmw was in place, a non-abbott stent dislodged from the stent delivery system (sds). A snare was used to remove the non-abbott stent. While snaring, the snare device interacted with the bmw tip and the bmw tip separated. An additional snare was used to successfully remove the separated bmw tip. There was no adverse patient sequela. There was a 15-minute delay; however, no clinical symptoms were associated. There was no additional information provided regarding this issue.